Event description:
It was reported the patient's ipg was shutting off on it's own. It was reported the magnet mode of the ipg was to be turned off to resolve the issue. Follow up identified the issue had not resolved, and the physician replaced the ipg to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.